Event description:
It was reported that the 8800 system had a pre-charge failure and generator error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.